Manufacturer narrative:
No devices or photos were received. However, x-rays received identified that the hinge post extension, a subcomponent of the articular surface, had fractured. Device history records and receiving inspection report were reviewed for the articular surface and no deviations or anomalies were found. This device is used for treatment. The product history search for the articular surface part and lot combination identified no other reported complaints. The nexgen rotating hinge knee package insert states "because the rotating hinge knee is a highly constrained device, the risk of component breakage, loosening and polyethylene wear may be greater than for less constrained knee implants." A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a broken articular surface hinge post.